Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in regards to low blood glucose levels. Customer blood glucose level has gone as low as 46 mg/dl. Customer states they were hospitalized for having a urinary tract infection and not because of their glucose levels. Troubleshooting for low blood glucose was performed. Customer advised to speak to their healthcare provider about their low blood glucose levels. Displacement test was performed and it was passed.